Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary ¿ the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: other damages caused by customer, outer tube damaged, needle, outer tube dent(s) deep outer tube bent, outer tube damaged, distal tip distal tip damaged major scratches/nicks, illumination distal tip fiber damaged, particulate, optics particulate under distal lens particulate under proximal lens, optical system, optical components broken lenses in optical system, cosmetic issue scratches/dents visual : deformed/bent, broken (2+ pieces) : chipped/shaved/delaminated, visual : scratched/nicked per service reports, this complaint was confirmed. Based on the investigation findings, the potential root cause is traced to user error. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a scope procedure, it was discovered that the 4k c-mnt scp,4.0,30,167,mitek device was broken/did not work. The procedure was delayed, though the exact duration of the delay was not specified. A spare device was used to complete the surgery successfully. During in-house engineering evaluation, it was determined that the device was broken (2+ pieces): chipped/shaved/delaminated. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.